Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, display segment was missing. No patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.